Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic keto acidosis and due to high blood glucose was 535 mg/dl on (B)(6) 2018. The customer¿s blood glucose was unknown at the time of the incident and current blood glucose was 317 mg/dl. The customer was treated in the emergency room. The customer does not allege pump was under delivering. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.